Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by radiographs. Review of the available records identified the following: single ap film of the right hip demonstrates a right total hip arthroplasty with cement fixation of the acetabular cup. No radiolucency of the acetabular cup or femoral component. Question asymmetric positioning of the femoral head within the acetabular cup. There is vertical position of the acetabular cup which likely predisposes the patient to increased risk of dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: 2003. Concomitant medical products: item # 11-163660 / m2a head / lot # 115420, item # 15-104048/ m2a shell /lot # 115330, item# 103807/ stem / lot# 143830. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00342, 0001825034 -2020 -00344.

Event description:
It was reported the patient underwent hip revision surgery approximately 17 years post implantation due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.